Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 536 mg/dl because his nurse reprogrammed the basal. Troubleshooting assisted customer in reviewing settings and advised customer to check and treat for their blood glucose.